Event description:
It was reported that after performing pre-dilation, a 2.5mm diameter x 12mm length endeavor resolute rapid exchange (rx) drug eluting stent was deployed. Due to residual stenosis at the mid part, post dilation was performed. After performing the post dilation, the physician found a longitudinal compression at the distal part. The physician then deployed a 2.5mm diameter x 18mm length endeavor resolute stent with no issues reported. No patient injury occurred and no clinical sequelae were reported. Cine image review: the reported stent distortion is confirmed based on review of the procedural images. The stent profile appears to have been distorted either with the introduction of the post dilatation balloon or by the movement of the procedural wire. But the actual mechanism of distortion was not captured on the images provided. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent distortion), caused by another device (possibly due to procedural wire or post dilatation balloon). Conclusion: another device caused failure (possibly due to procedural wire or post dilatation balloon). (B)(4).